Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) and was explanted after 39.0 months of service. A similar ICD was implanted without reported complication. The explanted device will be returned to guidant to be analyzed for premature battery depletion. To date, there have been no reported patient symptoms associated with this clinical observation.